Event description:
It was reported that the patient presented for a pre-operation testing. It was noted the right atrial lead exhibited noise over-sensing; p waves were decreased in amplitude and high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was stable.